Manufacturer narrative:
(B)(6).

Event description:
It was reported while the anchor was introduced to the bone hole, it was seated halfway in the bone and the shaft threaded off the anchor and could not be inserted any further. The anchor was removed with pliers and discarded. A backup anchor was successfully inserted.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.